Event description:
One patient sample with discrepant bicarbonate results, when compared to repeat results from a different analyzer - same methodology. Initial result gave 44.7 mmol/l; repeat gave 34.2 mmol/l. Erroneous result was not reported. The field service representative determined the cause to be a defective st2 syringe and replaced the syringe. Also noted that he replaced the abs optics. Performance tests were performed which were within specifications.